Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and replicated the integrated electrosurgical unit (iesu) errors reported by the customer during system startup. The defective iesu was replaced to resolve the issue. The system was subsequently tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the involved da vinci product to perform a failure analysis. The iesu unit was analyzed, and the reported failure was confirmed and reproduced when the iesu was connected to the system. System logs showed erbe error 25913 u-02, indicating an integrated electrosurgical unit checkmaster failure. Visual inspection revealed no significant scratches or dents on the iesu, and the front bezel was found to be in good condition. When the iesu was placed on a golden system and run in normal mode, the u-02 error reoccurred during startup. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of this issue is a faulty cable in the syscheckmaster component of the iesu. This error can be resolved through troubleshooting or replacement of the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe was faulting with errors c-00 and u-02. The system logs were reviewed, and the intuitive tech support engineer (tse) confirmed the errors. The caller power cycled the erbe and it was working for the time being. The tse advised that the erbe unit would need to be replaced. The procedure was being completed as planned, with no reports of patient injury.